Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 1.3355 inches from the distal tip and another broken main tube part measuring approximately 9 inches from the distal tip. No material was found missing. Components adjacent to this main tube breakages showed damage. Additional related observation(s) not reported by site: the instrument was found to have a broken main tube detached from the proximal clevis. The detached piece measures 3.96mm. No material was found missing. The probable root cause of the broken main tube was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument was dropped on the distal end and crushed the working end of the clip applier. There was no report of patient involvement.